Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was not observed at the base of the sensor tail. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. An extended investigation has been performed on the returned sensor and did not observe any evidence of misuse or abnormalities. Extracted the patch data and observed the patch to be in state 8. Performed a smu test to check the functionality of the sensor and observed that the returned sensor move into state 4, indicating the sensor moved to a normal operation mode and was fully functional. Poise voltage test was performed and observed results within specification. Temperature test was also performed and observed the temperature difference between the sensor temperature and room temperature was within specification. No abnormal errors were observed during testing, indicating the error termination was not caused by a product malfunction. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. A watermark was not observed at the base of the sensor tail. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and all results were not within the specifications. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. An extended visual investigation has been performed on the returned sensor and did not observe any evidence of misuse or abnormalities. Data was extracted using approved software, and extraction was successful. Smu test was performed to check the functionality of the sensor and the sensor was found to be in sensor state 4 (indicating the sensor had a remaining life of 12 hours before ending), indicates sensor was in normal operation mode and was fully functional. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No abnormal errors were observed during testing and indicates the error termination was not caused by a product malfunction. Since the error termination had no impact on sensor functionality, and no evidence of a product malfunction was found during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 - additional mfg narrative was incorrectly documented in the previous report. The correct h10 - additional mfg narrative) has been updated.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.